Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and pneumonia, with a blood glucose of 417 mg/dl. The customer stated that she is in remission from lung cancer, and the antibiotics she was taking caused her blood glucose levels to elevate. The customer had initially called to report a battery out limit alarm as the battery had been out of the insulin pump. Assisted the customer with the alarm, as well as a low reservoir alarm. Nothing further was reported.